Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm catheter tube was defective. The following information was provided by the initial reporter: when using the product, the nurse found that the catheter tube was too short, and the catheter tube was hard, which greatly affected the puncture. On 2021-3-10 received an update from the sales representative. The description of the incident was updated as follows: 1. The needle tube is too short means that the needle guard is shorter than the indwelling needle guard produced in the previous production. The sales rep also verified that it is really short. 2. The harder needle means that the material of wanlong catheter tubing is relatively hard. Compared with the previous production of needle guards, those batches of jingma made a comparison of the use experience, it hopes the company will give a reasonable explanation (why the needle guard has become shorter, and whether the wanlong material of this batch of indwelling needles changed).

Manufacturer narrative:
H.6. Investigation: our team of quality engineers has reviewed the photograph submitted by the facility. The device that was submitted is subject to alterations that were made to the product line in order to better protect the cannula from bending during transit. After a thorough review of the manufacturing process it was determined that the new configuration provided superior protection and was adopted in november of 2020 as the new specification. Checked the batch record of this lot, no abnormal found on in-process inspection, fg inspection and machine troubleshooting records. 2 retained samples of this lot were taken for penetration force test, the lie distance, the needle tip, catheter tip and catheter drag force met the product specification. At the same time, the needle tip and catheter tip were observed under the microscope and no abnormality observed.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm catheter tube was defective. The following information was provided by the initial reporter: when using the product, the nurse found that the catheter tube was too short, and the catheter tube was hard, which greatly affected the puncture. (B)(6) 2021 received an update from the sales representative. The description of the incident was updated as follows: the needle tube is too short means that the needle guard is shorter than the indwelling needle guard produced in the previous production. The sales rep also verified that it is really shorter. The harder needle means that the material of wanlong catheter tubing is relatively hard. Compared with the previous production of needle guards, those batches of jingma made a comparison of the use experience, it hope the company will give a reasonable explanation why the needle guard has become shorter, and whether the wanlong material of this batch of indwelling needles changed.